Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she was charging too often. The patient reported that it seemed like she had to charge her ins battery every day. The patient reported that for a while she could go 5-6 days without charging the ins and now she needed to everyday. The patient reported that she had a surgery on (B)(6)2017 unrelated to the device or therapy and didn¿t have to charge the ins for 6 days. The patient reported that one time she had the ins battery deplete to 25% and had to charge for 4-5hours and noted she didn¿t have time for this. The patient reported once she checked her ins battery after 3-4 days and it seemed like the ins battery ¿went down so quick¿ overnight and she had to charge the ins. The patient had not recently been reprogrammed, switched to a new group or had the need to increase parameters. The patient reported that she changed the setting when she first had the ins implanted but had been on her current sett ings for a couple of months and stated that she had found the ¿right setting¿ that worked for her. The patient reported that she charged the ins to 100% every time and noted that she only let the ins battery deplete one quartile before charging the ins again. The patient reported that charging from 75-100% took about an hour, an hour and 15 minutes. The patient reported that previously she could go 4-5 days before the ins battery depleted from 100% to 75%. There were no falls or traumas that could be related to this issue. No further complications were reported.